Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined the reported complaint was due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had water ingress. During resmed evaluation, review of the device logs revealed error messages (sf147, sf148, sf200, sf218) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Visual inspection of the revealed water contamination on the motor. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had water ingress. During resmed evaluation, review of the device logs revealed error messages (sf148, sf200) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.